Manufacturer narrative:
The result of investigation performed indicates that event occurred most likely because drill bit attached to the flexible shaft assembly seized inside bone due to excessive bending during drilling. Further torque to free this drill bit, fractured the shaft of the flexible shaft assembly in torsional shear.

Event description:
It was reported that, "flex drill driver broke while drilling for a screw."